Event description:
During evaluation of a returned homechoice (hc) device, it was determined that the hc machine system had failed the returned instrument test/evaluation (rite) testing due to rite therapy monitored volume failed performance spec. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of the returned device, the device had passed the homechoice (hc) returned instrument test/evaluation (rite) electrical test but failed rite functional test due to failed volume transferred comparison. During rite functional testing fluid was transferred above the rite specified limits during fill 1. As a result, the device failed volumetric accuracy test. The device had passed external and internal inspections. Also, the device had passed the temperature confirmation testing. During the inspection, piston foam was found to be deteriorated, which would not allow the proper amount of fluid to be delivered. The root cause of the rite failure of failed volume transferred comparison is determined to be deteriorated piston foam. Therefore, the foam piston was discarded. Device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.